Event description:
An overheating was reported in a 46-4 washer disinfector in the lower side of the chamber during the drying phases. After some time it escalated into fire. The machines outer panel plates contained the fire and protected the surrounding materials. The operator turned off the main switch and used an extinguisher to put out the fire. Smoke spread to nearby rooms. One person reported throat pain from the smoke and the extinguisher.